Event description:
It was reported that during a low anterior resection the surgeon had the assistant fire the device. The assistant noted that the instrument would not fire. The rep was called in to the room. Before the rep arrived, the instrument and the anvil were removed from the patient. Upon arriving in the room another device was pulled to complete the case. While firing the second instrument the assistant mentioned to the rep that "it seemed like a lot of force to fire". The rep told the assistant to squeeze the trigger firmly until they heard the washer break. The instrument fired successfully and the anastomosis was leaked tested. O.r time was extended by approximately one hour. There was no patient consequence.